Manufacturer narrative:
Associated medwatches: 3004721439-2019-00133, 3004721439-2019-00134, and 3004721439-2019-00129. Manufacturing site evaluation: the shunt system was manufactured by a qualified employee; deviations during assembly did not occur. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Investigation: the shunt system was received dry. No significant deformations or damage of the valves were detected during the visual inspection. Deposits were observed inside the reservoir. Permeability test: this test has shown that both valves and the reservoir are permeable. Adjustment test : the progav valve was tested and is not adjustable throughout the normal range. Braking force and brake function test: the test has shown that the brake function is fully operational, however, the braking force cannot be measured due to the non-adjustability of the valve. Results: it should be noted that the shunt system was received dry. The investigation of dry items is not significant due to the affect dry deposits of liquor and blood can have on product performance. In spite of this, we have investigated the system to the best of our abilities. After the tests, we have dismantled the valves. Inside, we found build-up of substances (likely protein). Based on our investigations, we are unable to substantiate the claim of occlusion. At the time of our investigation, the valves were shown to be permeable. However, our test results have shown that the rotor of the progav is compromised, causing the valve to be non-adjustable. We suspect that the deposits observed inside the valve have impaired the function of the valve. As described in our literature, the problem encountered is one of the known, inevitable risks of hydrocephalus therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. A - exact patient weight 11.6 kg; height 82 cm. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a progav system. On an unspecified date, the patient was implanted with a valve. Sometime later, the patient presented to the hospital. It was found that the pressure could not be adjusted, and the valve remained at the last set regulation. An explant procedure was performed due to the malfunction and suspected blockage. Additional information was not provided.